Event description:
Information was received that reported a pt was hospitalized in 2007, due to diabetic ketoacidosis. Pt reports changing her infusion set on the morning of the event date. Later her blood glucose became elevated; >400mg/dl. She programmed and delivered a correction and re-checked one hr later. Her blood glucose now was 560mg/dl. She was admitted to the hospital and diagnosed with diabetic ketoacidosis. The pt was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow up report detailing the results of the evaluation.